Event description:
It was reported that (1) tlc55 was used during an cystectomy procedure. It was reported by the rep that the stapler locked out on first firing. The surgeon completed the case with another stapler. There was extended operating room time by one minute.